Event description:
Biomedical technician reports unit did not have audible alarm at end of zosyn infusion on a home pt. He does not know if the attention light flashed at the end of the syringe. The biomedical technician reports that the pt was not injured and did not require any medical attention.